Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1100035228 model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI) #: (B)(4). The reported device performance allegation cannot be confirmed. Hole/perforated is acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a cylinder rupture. A surgical procedure was performed during which the device was explanted and replaced. No additional information was provided.